Event description:
During use of the device in a cardiopulmonary bypass procedure, the saw motor made a grinding noise and became hot to the touch. The saw motor speed exhibited variable rpm. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun, but no conclusions have been reached.